Event description:
Per the clinic, the patient experienced development of a granuloma and subsequent fistula around the implant site. The issue was treated in (B)(6) of 2012 (exact date not reported) with intramuscular ceftriaxone. However, a granulomatous lesion and (B)(6) infection developed around the implant site, leading to surgical exploration and tissue removal on (B)(6), 2012. The device was explanted in (B)(6) of 2012 (exact date not reported). It is unknown if there are plans to reimplant the patient with another device as of the date of this report, (B)(6), 2012.

Manufacturer narrative:
This report is filed (B)(4), 2013.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2012; the patient was reimplanted with a new device during the same surgery. This report is filed (B)(4) 2012.

Manufacturer narrative:
(B)(4).